Event description:
Patient reported they started "beeping" in october was told "you've been out of medication for two weeks." The patient began hearing an alarm "3-4 days ago." An alarm was heard; telemetry not yet performed. The patient reported the critical alarm was going off every 10 minutes due to an empty reservoir. The patient believed that the next refill was (B)(6) 2012. The patient did not experience any adverse events or symptoms. The patient was taking oral medication for pain he experienced in his feet. The patient stated the hcp informed him that the pump would not help the pain in his feet and legs; only his back. The patient thought the pump would treat the pain in his lower extremities. The patient had a back fusion and hcp told patient the drug may not be getting to the nerves due to the scar tissue that was above the catheter tip. Patient believed he was not getting therapy due to the scarring. The patient had neuropathy and rsd. The patient had back pain after having to lie on his back during a bunion surgery 3-4 months ago. Patient could not lie on his back. Patient could not bend over because of the pump position in his abdomen. Hcp wanted to fill the pump with saline to keep it viable but patient declined. The patient planned to discuss with this with his physician. The patient was seeking a physician to manage his care. The patient wanted the pump explanted. The pump was delivering dilaudid.

Event description:
Additional information was received. It was reported that the patient had he pump explanted by a spinal surgeon. At the time of report, the patient did not have a follow-up doctor.

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2007, product type catheter.